Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have required multiple presses to obtain a response for the past one to two weeks. She noted that the buttons feel flat and do not spring back as expected when pressed. The family member stated that the rubber keypad is intact; the pump is not exposed to water or cleaning products; and the patient wears the pump in her pants pocket or on her pants with a clip.